Event description:
It was reported that the patient had been having trouble with their device. The patient¿s spouse placed new batteries in the patient programmer, but the implantable neurostimulator (ins) was not doing it. The patient had a loss of therapeutic effect and was peeing like a river or a racehorse. The patient¿s symptoms occurred 2 weeks ago and they thought it might have been their water pills, but that wasn¿t it. The patient had had a yeast infection for about the last week. The patient had cranked it up and it was still happening. Eight days later it was reported that the patient would have had the device for 2 years as of (B)(6) 2015 and they had been having problems with it. The device was not working like it was supposed to for the patient. It would shock of the patient¿s spouse would shock it with the little thing and it would help for a few days. It was clarified that when the patient stated shock, they were indicating that they were increasing stimulation and not alleging that the device was shocking them. The patient had to wear depends because they didn¿t get to the bathroom in time and would pee all over themselves. The patient followed-up with their health care provider (hcp) and they told the patient they needed to follow-up with their manufacturer representative because it was their thing. The hcp told the patient they would have a manufacturer representative get in touch with them, but it had been over a week and the patient still hadn¿t heard from them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va07anh, implanted: 2013-(B)(6), product type: lead. (B)(4).